Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg, on (B)(6) 2009. It was reported the patient is feeling a heating sensation at the ipg pocket during recharging following a recent fall. The patient was advised to use the charger belt or a washcloth while charging to create some additional space between the ipg and the charging system. Follow up found that once the patient used a washcloth between his skin and the charging antenna, the heating sensation disappeared. No patient complications were reported as a result of this event.